Event description:
During investigation for case (B)(4) another malfunction of the device was found, leakage at the tube connection. (B)(4).

Manufacturer narrative:
The product has been investigated in the laboratory of the manufacturer with the following results: during testing the product for tightness a fluid leakage at the tube connection was detected. The event report of complaint (B)(4) was not describing this issue. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further information initiations will be completed at this time.